Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.this is report 3 of 3 involved in this peritonitis event.

Event description:
During follow-up for an unrelated issue, the home patient (hp) stated that she had peritonitis in either (B)(6) or (B)(6) where she was hospitalized. The hp stated the cause was not known and that baxter product surveillance could follow up with her or her peritoneal dialysis nurse (pdrn) regarding this. Per the hp, the supplies were discarded and the lot number was not known. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She reported that the patient was diagnosed with peritonitis on (B)(6) 2011. She was hospitalized from (B)(6) 2011 until (B)(6) 2011. The nurse reported that the patient has been treated with antibiotics and is recovering. She has continued on peritoneal dialysis (pd) therapy. The nurse believes the cause of the peritonitis was a break in aseptic technique and not caused by baxter products or the therapy itself. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. A review of all batch record documents was performed for h09f17101, h09g20046, h09h19087, h09h27031, h09j27061, h09k07012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable, no further evaluation required. This issue is being investigated through CAPA.